Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the doctor had trouble putting the lead in during surgery. It took him 4-5 times. Patient has had little success with the therapy. He is going longer between calls to the bathroom, but the leaking seems worse. He said, he doesn't actually know that it is worse but it seems like it. The patient was not getting 50% or greater relief of his symptoms. The leakage started about three weeks ago. Checked the patients current settings and he was on program 1 at 7.9 (felt in the rectum). On the call the patient switched to program 2 at 6.7 (feeling in bicycle seat region). Told the caller to monitor his symptoms for a couple days and see if the symptoms improve.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2f56s product type lead product ID a520 product type software product ID 978b128 lot# va2f56s product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.